Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6)2018. Fourteen days prior to the receipt of this report, the extraneal, physioneal and nutrineal therapies were discontinued (current mode of dialysis therapy was not reported). At the time of this repot, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information was available.